Event description:
Information received by medtronic indicated that customer reported pump damage. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display after battery installation due to a misaligned battery tube caused by a crack at the battery compartment, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform a visual inspection. Removed the motor support cap and realigned/repositioned the battery tube back into place. The pump powered up successfully verifying the misaligned battery tube caused the blank display. Retrieved the pump software version and verified the internal serial number however, unable to perform the displacement test due to the removal of the motor support cap. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked battery compartment, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display, cracked battery compartment, and cracked battery tube threads are confirmed. The blank display was due to a misaligned battery tube caused by the crack on the battery compartment and cracked battery tube threads. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.